Event description:
It was reported that during a peripheric aneurysm repair procedure, a coil detached prematurely. The aneurysm was located in the peripheric artery. Another manufacturer's microcatheter was used in the procedure with an interlocking detachable coil 10mm x 10cm. The coil was detached prematurely in the microcatheter. The physician reported that the microcatheter lumen was too large for the coil. The procedure outcome is unknown. No patient injuries or complications were reported. The patient status is reported as "no consequences."

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).